Manufacturer narrative:
Pt info: unk. (B)(4).

Event description:
Bs the reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -8.0/1.5/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on 31-dec-2021. On 26-mar-2022 the lens was exchanged for a shorter length lens due to excessive vault and refractive surprise. The exchange resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).